Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(4) (aviva system), is related to case with patient identifier (B)(4) (nano system).

Event description:
It was reported the patient experienced symptoms of hypoglycemia while the nano system gave a result of 115 mg/dl and the aviva system gave a result of 142 mg/dl. The device results didn't match the hypoglycemic symptoms. The patient was unable to self-treat and the patient's mother provided the treatment. The type of treatment given was unknown. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.